Event description:
It was reported that the patient under went a gynecological procedures and unknown mesh products were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to genuine sui.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, erosion, infection, bleeding and other unspecified issues. It was reported that the patient underwent apogee/monarc subfacial placement on (B)(6) 2006 for pop/sui. It was also reported that the patient underwent vaginal mesh revision on (B)(6) 2011 for mesh erosion, and revision on (B)(6) 2012 for mesh erosion. (B)(4).